Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 330 mg/dl while wearing the pod between 4 and 24 hours. It was also reported by the patient that the pod was giving a hazard alarm. The patient was treated with 12 units of insulin with injection. The patient was released the same day. The pod was off before seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.